Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 35-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no (per pfs)". The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included gravida ii, parity 2 (B)(6) 2008, (B)(6) 2015) and hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months 25 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Lot number: a20061 manufacture date: 2012-06 expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pelvic pain'), device dislocation ('device migration') and pregnancy with contraceptive device ('pregnancy (no complications)/birth -no complication') in a 35-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no (per pfs)". The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2015) and hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months 25 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed, tubal ligation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion date: (B)(6) 2014 (as per ppf). Lot number: a20061, manufacture date: 2012-06, expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Device migration and abdominal pain were added. Outcome of pelvic pain, abdominal pain, menorrhagia were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6)-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no (per pfs)". The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2015) and hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months 25 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Lot number added. Event injury was updated and new events: pain, pregnancy (no complications), device ineffective, device monitoring procedure not performed were added. Outcome for pregnancy added. Removal details added. Case becomes incident. Historical drug and concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.